Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. It was unknown if the machine alarmed. The blood test strips results were unknown. Estimated blood loss was 5cc's. The patient had no adverse effects. Sample not available.